Event description:
It was reported that the customer was updating their settings, which included adjustments to time, personal profile, or biq/ciq. The customer's blood glucose level was recorded at 43 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and did not require third-party assistance. Technical support assisted the customer with updating their carbohydrate ratio settings and advised them to consult with their healthcare provider whenever settings are updated.